Event description:
The facility rep reported a pump was smoking. This was found during customer use, no pt involvement. The pt had left the room (with the pump still in the room), and upon returning, the pump was smoking. No one was injured during this event. Although baxter attempted to obtain info, details were not available regarding additional contact info. No additional info is available.

Manufacturer narrative:
Pump has been requested for evaluation, but not yet received. When additional info is available, a f/u report will be submitted.